Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that visualization issues occurred. The 70-75% stenosed target lesion was located in the severely calcified vessel. The opticross hd imaging catheter was introduced for ultrasound examination of the target lesion. During the procedure, the image blacked out. The procedure was completed with another of the same device. There were no patient complications and the patient condition was fine. However, device analysis revealed the imaging window detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly and the imaging window detached near the lapjoint section. The imaging window was not returned. Impedance inspection showed an electrical open at the proximal waveform. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130-140 cm. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.